Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "pic motor error" alarms which were not reproduced. "Pic motor error" was verified through a review of the event history log through the presence of "system error 105" and found to be caused by a failed motor. The motor assembly was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "pic motor error". There was no known patient injury or medical intervention associated with this event. No additional information is available.